Event description:
The customer reported the ventilator blower didn't turn and there was a problem with the ventilator air valve. The manufacturers field service engineer (fse) reported review of the device diagnostic history noted a vent inop air valve liftoff failure. The customer reported the device was not in use therefore there was no patient involvement or harm. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The fse replaced the air valve to address the reported problem. Applicable final testing was completed per operating specifications and passed.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of the air valve's liftoff position (vent inop 1012) being out of range was not duplicated. No fault was found on the returned blower valve. This report is being submitted as part of the remediation for CAPA (B)(4).